Event description:
Reporter noted posterior capsule tears occurred during two procedures with new I/a tip. Surgeon noted port in tip appeared rough. Patient 1 of 2: status is unknown at this time.

Event description:
Add'l info rec'd noted five events occurred during capsule polishing with the same I/a tip over a three week period. Anterior vitrectomy performed. Prognosis reported as good; no long term problems with any of the pts.